Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Lap colon resection case who fired the device and what is his/her experience? Surgeon fired device with 30 years of experience with using and designing ethicon products. The surgeon is the champion for (B)(4). Was there audible and tactile feedback from firing the device? Yes. When was safety released? Yes. Were the donuts and washer inspected? If so, what was noted? Yes. Two perfect donuts were formed and washer broke as indicated after proper firing sequence. What was the reason the surgeon converted to open? After the device was fired, the bowel never re-connected and started leaking. Surgeon converted to open to stop leak and secure bowel before then using the next size up stapler ils 33. What is the current patient status? Case eventually completed successfully and patient is currently in good standing/health.

Event description:
It was reported that at the end of a lower anterior resection procedure the doctor fired the device and it appeared to fire correctly. When the device was removed, the bowel separated due to the staples not being deployed. The surgeon converted to open in order to complete the procedure. A second like device was used and the staples deployed with no further issues. After the procedure the doctor examined the device and found that there were no malformed staples.

Manufacturer narrative:
(B)(4). Batch # n5439n. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.